Manufacturer narrative:
Service was not dispatched for this event, as it appears to be reagent related. A customer notification letter was distributed in association with this rheumatoid factor lot. The mdrs associated with this event are: 2050012-2011-02582, 2050012-2011-02583, 2050012-2011-02584, 2050012-2011-02585, 2050012-2011-02586, 2050012-2011-02587, 2050012-2011-02588, 2050012-2011-02589, 2050012-2011-02609, 2050012-2011-02590, 2050012-2011-02591, 2050012-2011-02608, 2050012-2011-02592, 2050012-2011-02593, 2050012-2011-02594, 2050012-2011-02595, 2050012-2011-02596, 2050012-2011-02597, 2050012-2011-02598, 2050012-2011-02599, 2050012-2011-02612, 2050012-2011-02600, 2050012-2011-02601, 2050012-2011-02602, 2050012-2011-02603, 2050012-2011-02613, 2050012-2011-02604, 2050012-2011-02614, 2050012-2011-02605, 2050012-2011-02606, 2050012-2011-02626.

Event description:
The customer reported that they obtained multiple, erroneous false positive rheumatoid factor (rf) assay results generated from a unicel dxc 600i synchron access clinical system in association with a specific synchron system rheumatoid factor (rf) reagent lot. This was a multi-day event. This report is twelve of thirty one, and represents the alleged false positive rheumatoid factor (rf) assay results generated on (B)(6) 2011. No repeat, confirmatory testing results were provided by the customer. Hence it cannot be verified that the initial results were, in fact, erroneous. The initial, positive results were released from the laboratory, however the customer stated that they did not believe that any modification to patient treatment was associated with this event. Additionally there have been no reports of death or serious injury associated with this event. The customer reported that the event began with the usage of a new synchron system rheumatoid factor (rf) reagent lot (m010568). The customer reported that the instrument quality control mean results displayed a downward shift upon the initiation of rf reagent lot m010568. System calibration results associated with this reagent lot appeared to meet established specification. The customer has not reported any other chemistry issues or system errors. Sample preparation and handling information associated with this event were not supplied by the customer. Customer supplied data indicated one patient sample with positive (greater than 20 iu/ml) rf results on (B)(6) 2011.